Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the yellow pedal would beep 3 times then did not work for cautery also end of the vessel sealer extend (vse) instrument was getting hot to the touch. There was no reported injury.